Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had unexpected restart alarm. Customer¿s blood glucose was 119 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. Customer has called about the alarm received alarm twice. The insulin pump will be returned for analysis.